Event description:
The reporter stated that the surgeon attempted to implant a aa4203tl toric silicone lens. The lens was not advancing properly in the cartridge prior to insertion into the eye. No pt contact or injury. Surgery was completed using another lens. It was unknown why the lens was not advancing properly.